Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint, originally com (B)(4), was re-opened upon receiving further information from kennedys which was: patients medical records received it was unlikely that a manufacturing defect was present. No corrective action is required. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Start-up pain and difficulty walking. Aspiration of hip, no growth after 48 hours. Line of demarcation on both views around the pinnacle cup.